Event description:
A 200 micron laser fiber was opened and plugged in. After starting to lase, the physician noticed that there was a defect in the laser fiber outside the body. It was determined that this could result in harm, so the laser fiber was taken off the field, and a new laser fiber was opened. It was determined the initial fiber was likely damaged prior to being used.